Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.8, lab: 2.5. Date: (B)(6) 2010, inratio: 1.7, lab: 2.2. Prior week - exact date not provided. One hr in between tests.

Manufacturer narrative:
Investigation pending.